Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had high blood glucose of 409 mg/dl. Customer treated high blood glucose with five units of insulin. Troubleshooting was performed to determine reason for high blood glucose. Customer declined high pressure test. Alarm history showed a no delivery alarm on (B)(6) 2016. Customer was advised to call back if high pressure test was needed.